Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. Pt called asking if there was a device that wouldn't have to be charged. Agent reviewed and directed to hcp on if this is a good fit. Pt states he would like a non-rechargeable device because his current device hurts to charge because they kind of lie against it on a wedge and it presses against it. Patient said the belt is not pleasant either because of where it is and it pushes on the muscles and nerves. Agent asked if this has been like that since implant and patient said yes, it has always been uncomfortable. Pt wanted to just change out the battery and wondered if this is doable. Agent reviewed. Patient also said it hurts for the rest of the night because of the way it presses again. The patient was redirected to their healthcare provider to further address the issue.